Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred while customer was in bed. Supply changes were performed resolving the alarms. Customer's blood glucose was 250 mg/dl.